Event description:
It was reported that "surgeon was inserting blocker into closed head iliac screw and the blocker started to come apart as he was threading it into the screw head."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.